Event description:
It was reported that a user experienced hyperglycemia with the ilet system, confirmed by a fingerstick reading that displayed ¿high,¿ after going to sleep following an elevated blood glucose and taking a sleep aid; the user denied missed meal announcements, occlusion alerts, or other contributing factors, and performed a supply change during which a small amount of blood was observed before insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no reported injury or required medical intervention beyond troubleshooting. Investigation included user-guided troubleshooting and education, including a set change. Investigation of this case revealed no device alarms other than the 400-series high glucose alert and no evidence of device malfunction or component failure based on information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.